Event description:
The customer called technical support (ts) reporting that while performing preventative maintenance, it was observed that the device has a touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Confirmed that the responded position was misaligned with the touched position, so the touch screen was calibrated but the phenomenon was not improved. The touchscreen will need to be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The removed touch screen assembly was returned to the failure investigation (fi) lab. A visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The fi technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue. Resistance measurements are out of spec. Verified customer complaint of touch screen out of specification. Fault is found on this returned touchscreen.